Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the emergency room. Following a syncopal episode. Upon interrogation of the device, noise could be reproduced on both leads with pocket manipulation. Resulting, in ventricular pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2024. And the right atrial lead remains implanted. The patient was in stable condition.